Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was observed during initial testing. However, the report was unable to be verified during the verification process. The defib receptacle was inspected and found black residue on the defib pins. The residue can cause a contact issue between the defib receptacle and multifunction cable, which can prevent the device from charging if the defib receptacle does not detect the multifunction cable. As a precaution, the defib receptacle and multifunction cable were replaced. The device was recertified and returned to the customer. The device logs were not saved to review. However, the report and evaluation findings do not appear to be related to a charging error/failure by the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.